Manufacturer narrative:
(B)(4). The device was manufactured september 22, 2014 - september 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white particle floating in an unspecified location within the device. This was found before patient use. The device was filled with "aztreonam hs". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.